Event description:
The customer reported to olympus three (3) thunderbeat probe tips broke off in the patient and required retrieval during the same procedure. The customer reported to olympus the subject device probe tip broke off and fell into the patient during an unknown procedure. The broken piece was retrieved. The customer proceeded with the surgery using a similar device which also broke and fell into the patient too. A third similar device was used to attempt to complete the surgery and the probe tip also broke and fell into the patient. A total of three (3) devices broke at the probe tip during the same procedure and were retrieved from the patient. The fourth thunderbeat device was used successfully to complete the procedure. It is unknown if there was surgical delay and how long it may have been. It is unknown how the broken pieces were retrieved. A request for additional information is in progress. This event includes 3 broken thunderbeat probe tips which fell into the patient and required retrieval: (B)(6): device 1. (B)(6): device 2. (B)(6): device 3. This is report 3 of 3 for (B)(6): device 3.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the returned device and identified the following: the device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found normal wear and tear. The distal end of the device was inspected under a microscope and found the probe detached, missing portion not returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00036.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the broken probe likely occurred due to the following mechanisms: first mechanism: 1. During output in "seal & cut" mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in "seal & cut" mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. Second mechanism: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in "seal & cut" mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer.

Event description:
Additional information was received from the customer: the procedure performed was a therapeutic total laparoscopic hysterectomy (tlh). The physician was performing a colpotomy at the time the probes broke. The customer reported the active blade broke off and fell into the patient's pelvis. The blades were retrieved with a laparoscopic grasper. It was reported there was no harm or injury to the patient, and the procedure was delayed approximately 30 minutes under general anesthesia. The customer stated the device was inspected prior to the procedure.